Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was later explanted for unrelated reasons.

Event description:
Boston scientific received information that during a right ventricular (rv) threshold test, wandless telemetry was lost. Subsequently, thresholds continued to decrement and the patient experienced lightheadedness while the test completed due to no capture. The threshold test ultimately ended on its own. No further information was available.